Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that since some external force was applied to the acoustic lens, the acoustic lens might have been damaged, resulting in scratches. As stated on the IFU and as a preventive measure, the user manual states: chapter 3 preparation and inspection; 3.2 inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject scope was returned to the service center. The standard service evaluation confirmed the reported leak as the scope was found leaking from a cut/hole on the bending section cover. The light guide lens adhesive was peeling and the up/down control knob movement was loose. In addition, a reportable malfunction was noted as the pink colored coating on the probe unit at the distal end had deep cut and a portion of the adhesive at distal end cover was missing. The scope was repaired to standard specifications and returned to the customer. A review of the repair records indicates the scope was last serviced via repair on (B)(6), 2019 for an image problem (passed leak test). As part of the investigation, olympus followed up with the user facility to obtain additional information. The nurse manager at the facility further reported, the intended diagnostic eus procedure was completed. This same device was used to complete the procedure without delay. No other devices were involved during the procedure. There were no injuries or medical intervention associated with this event. The device was inspected prior to use with no abnormalities noted. There was no other physical damage to this device, no kinks or coils in the insertion tube or light guide cable and the device did not sustain a deep impact. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During reprocessing, the evis exera ii ultrasound gastro-videoscope was found to have a small leak in the bending section cover at the distal end of the scope. No patient injury or harm was reported.